Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose reported at 401 mg/dl associated with leaking cartridges when the infusion set connector was attached to the cartridge outside the ilet pump; troubleshooting identified incorrect infusion set deployment and improper connector attachment, and education on proper cartridge installation was provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution through user education. Investigation included product use review and troubleshooting with the user. Investigation of this case revealed user technique error resulting in a leaking cartridge connection consistent with an infusion set connector not attached correctly. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper infusion set and cartridge handling.